Event description:
Device malfunction: possible mislabeling. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that there was possible mislabeling on an agiltrac 35 7x20mm peripheral dilatation catheter. The labels on the outer box, inner plastic pouch, and inflation card stated agiltrac 7.0x20. The device was advanced to the lesion in the superficial femoral artery; however, the balloon was visualized under fluoroscopy as being too long. The balloon was not inflated and was removed from the body with no adverse patient effect. After removal, the balloon sidearm was checked and was noted as being a 5x40mm size. Reportedly, the inner plastic pouch was sealed before use. Though requested, no additional information was provided.

Manufacturer narrative:
Evaluation summary: the 5x40x80 agiltrac .035 was returned with the 7x20 chipboard box and the 7x20 opened pouch. The pouch flap was completely peeled off and was not returned. The balloon catheter labeled side arm (5.0x40; lot number 7041251) did not match the size and lot number labels on both the chipboard box and pouch (part #:1010007-20, size: 7.0mmx20mmx 80cm and lot #: 7041051). The returned agiltrac catheter measurements for total length and balloon outer diameter and balloon length were measured and met manufacturing criteria for an agiltrac .035 5.0mmx40mmx80cm balloon catheter. A review of the shipping records did not indicate that the customer received the specific lot of 5.0mmx40mmx80cm product. Therefore, it is unlikely that the customer could have caused the mix-up. In addition, both lots involved were built back to back on the same line and both lots were re-worked on the same day. Based on this information, the root cause of the mislabeling was identified as a potential manufacturing error. A field discrepancy notice was issued to investigate how the 5.0x40 agiltrac .035 was packaged in a 7.0x20 package. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this complaint.